Event description:
The home pt (hp) reported feeling full, as if overfilled, during fill while using the homechoice cycler for apd therapy. The hp relates that they had bypassed the initial drain phase after 746 mls of day exchange of 2000mls had been drained out. Afterwards, the hp felt overfilled and placed themselves into a manual drain. The hp contacted baxter operational support for assistance and was instructed to bypass the remainder of fill and advance therapy into the dwell phase. After the bypass was complete, the hp placed the device into a manual drain until relieved, removing 756mls of solution. After completion of the manual drain the hp continued therapy to completion with no further difficulties. The hp states that there was no pt injury or medical intervention.